Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose.

Event description:
It was reported that the patient line became separated from the cartridge. Customer performed a cartridge change to resolve the issue. Customer¿s blood glucose level was 386 mg/dl.